Manufacturer narrative:
On 05/17/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor. The device received without fluid. Foreign material wasn't observed within the device and white material observed on shell surface. Device appears with a crease on both aspects, a missing material was also observed measuring 3.0 x 3.5 cm. No other anomalies were observed. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10-nov-2020, mentor received additional information about the event. The patient¿s right breast prosthesis was removed and re-implanted on (B)(6) 2003. The implantation date in this report has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate profile 300cc, cat. #3501645, lot #229202. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a bilateral breast augmentation procedure with mentor smooth round moderate profile 300cc saline breast prostheses. Patient experienced capsular contracture (baker grade IV) in both breasts. In addition, the left implant deflated after implantation. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate profile 325cc saline breast prostheses on (B)(6) 2017. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On 02/23/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 03/07/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).